Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the scorpion needle tip broke during the 4th pass on a right shoulder total reverse case. The tip was not retrieved. There were no x-rays taken.